Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon cardiology evaluation, st elevations were no longer present; however, the patient was deemed hemodynamically unstable, and an impella cp device was placed for mechanical circulatory support. Cardiothoracic surgery was consulted due to the presence of multivessel coronary artery disease (mvd). During an attempt by the physician to reposition the pump, the cannula became kinked. As a result of this damage, the impella cp was later explanted and replaced. The patient survived the event.

Manufacturer narrative:
The investigation of product damage (cannula kink) and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: the clinical details state that after the pump was placed and started it was too deep so the pump was pulled back but then was deemed too shallow. Attempting to readvance it kinked the cannula near the outlet. Based on the clinical details the root cause of the positioning issues is most likely due to use as it was placed in an improper position. Product damage (cannula kink): the clinical stated that the pump was too shallow so it was readvanced and then the cannula kinked near the outlet. Based on the clinical details provided, the root cause of the product damage (cannula kink) is most likely due to use as re-advancing the pump kinked the cannula.